Event description:
It was reported that the patient faced hyperglycemia and was treated with correction bolus via pump. Patient reported that the infusion set tugged on when removing housing during insertion event on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.